Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: the provided therapy dates are an estimate of the adverse event date of onset.

Event description:
Related manufacturer reference number: 1627487-2019-06431, related manufacturer reference number: 1627487-2019-06432, related manufacturer reference number: 1627487-2019-06433, related manufacturer reference number: 1627487-2019-06434, related manufacturer reference number: 1627487-2019-06435. It was reported one of the patient's leads protruded through the skin. As a result, the scs system was explanted on (B)(6) 2019.

Event description:
Related manufacturer reference number: 1627487-2019-06431; related manufacturer reference number: 1627487-2019-06432; related manufacturer reference number: 1627487-2019-06433; related manufacturer reference number: 1627487-2019-06434; related manufacturer reference number: 1627487-2019-06435. Based on information obtained, it is unknown which lead protruded through the patient's skin.